Manufacturer narrative:
Product analysis: optical examination identified that the upper arm is cracked at the locking pin and the lower jaw. The location and amount of force required in order induce fracture of the shaft is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the instrument broke. The product came in contact with the patient; but no fragment of the broken product remained inside the patient. The surgery was completed without any issues. No patient complications were reported.